Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be established. Based on the results of the investigation, the most probable cause is not established as the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event olympus will continue to monitor field performance for this device.

Event description:
No additional information submitted by the customer

Manufacturer narrative:
This is conservatively being reported as a serious injury. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure the tip broke inside the abdominal cavity. The surgeon was able to get the broken probe tip. There was no reported harm or injury to the patient.